Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported issue.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. Functional testing was performed including bench handling and the device passed with no faults found. Log review revealed no evidence supporting the reported error. The device was confirmed to be functioning as intended. The device was recertified and returned to the customer. No trend is associated with reports of this type.